Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the lifevest. The patient's nurses began applying hydrocortisone cream on the irritation. The patient was also given new garments. Follow-up indicated that the irritation was healing.